Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, it was reported by the parent that the pediatric patient experienced inaccurate cgm values. The patient uses beta bionic ilet pancreas system and experienced shakiness. The cgm was reading 144 mg/dl and the blood glucose reading was 30 mg/dl. The patient was given carbohydrates by the parent and recovered after treatment. There was no documentation of further medical evaluation or intervention. The patient was in good condition during the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the e zone of the parkes error grid. No additional patient or event information is available.